Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. Patients ipg was replaced with MRI compatible device. The patient was doing well postoperatively. The explanted ipg was discarded.